Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent altitude alarms occurred. The customer's blood glucose level was 525 mg/dl with trace ketones. The customer administered a manual injection. The customer was unable to clear the alarms. The customer had manual injections available as alternate insulin therapy.